Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 59 year-old male with a diagnosis of non¿st-elevation myocardial infarction and a past medical history significant for drug abuse underwent a diagnostic cardiac catheterization, which revealed multivessel coronary artery disease. Prior to leaving the catheterization laboratory, the patient experienced cardiac arrest. Cardiopulmonary resuscitation was performed, and return of spontaneous circulation was achieved. The clinical team elected to implant an impella cp device. The patient was transferred to the intensive care unit on mechanical circulatory support for myocardial rest and recovery. On the following day, a percutaneous coronary intervention was performed on the mid left anterior descending coronary artery extending to the left main coronary artery. Lesions in the remaining vessels were not treated at that time. On the second day of hospitalization, the patient demonstrated increased hemodynamic instability and required cannulation for extracorporeal membrane oxygenation. Later that same day, the impella device was found to be malpositioned within the aorta. Attempts to reposition the device into the left ventricle were unsuccessful, and the clinical team decided to explant the device and implant a new impella cp. The new device was successfully implanted. On the sixth day of hospitalization, extracorporeal membrane oxygenation was discontinued, and the impella device was successfully explanted without complication. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
H6 updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of failure to advance is concluded to be no issue found as it was only positioning issue on day 2. The cause of the device in wrong position was not determined due to insufficient clinical details. The cause of product damage was not determined due to insufficient clinical details and no product returned.